Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was leaking. This issue was further described as, ¿leakage from the loading area¿. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 26, 2021 to march 27, 2021. H10: the device was received for evaluation. A visual inspection was performed and a leak (backflow) at the fill port was observed after the fill port cap was opened. Subsequent examination on the unit revealed the root cause of /backflow at the fill port was due to a glass fragment measured to be 0.60 square mm in size, stuck under the device checkband. The reported condition was verified. The cause of the condition is user filling technique. The use of a filter during filling is recommended in the product labeling (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.